Event description:
It was reported that a patient received a left total knee arthroplasty. The patient was revised due to aseptic loosening. This is one of three products involved with the reported event and the associated manufacturer report number 1038671-2017-00929 and 1038671-2017-00933.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, d4, d6, e2, g3, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. This device is used for treatment not diagnosis.

Manufacturer narrative:
Please void. This device not involved with adverse event.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic loosening.

Manufacturer narrative:
During further evaluation, it was determined that this device was indeed involved in an adverse event.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic loosening.